Event description:
During service by baxter, the infusion pump was found to contain failuire code 810:04 on channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary:failure code 810:04 was confirmed on channel b. Failure code 810:04 is an air sensor baseline too high error. Inspection of the pump found that the air-in-line sensor required calibration. The air-in-line sensor was recalibrated. The device was returned to the customer fully operational.